Event description:
It was reported that patient infusion set fell off on the date (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction. A complaint investigation was initiated under complaint investigation. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.